Event description:
It was reported that the patient received a durom hip generic and underwent a revision surgery on (B)(6) 2012 due to progressive elevation of cobalt levels, residual discomfort and increasing symptoms. It was further reported by the surgeon that there was clearly no bone ingrown on the femoral stem and that the acetabular component was stable at the time of the revision surgery. The date of the initial surgery is unknown.

Manufacturer narrative:
The manufacturer did not receive device for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Since the implant date is unknown, the complaint will be treated as a case related to the issue for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures in not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).